Manufacturer narrative:
Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2018: (B)(6) medical. (B)(6), md. Office notes. Chief complaint (cc): postop hernia. Doing well. Some incisional pain from staples. Ros: positive diarrhea, nausea. (B)(6) 2018: (B)(6) medical. (B)(6), md. Office notes. Cc: abdominal pain around umbilical. Wound infection: onset 3-4 days ago. Gradually worsening. Symptoms, abdominal pain (tender around umbilicus), reports yellow drainage. Treatments tried: neosporin and silvadene. Provided no relief. Exam: small, slightly open wound area umbilically. Surrounding erythema, tenderness, clear discharge. Assessment/plan: postop wound infection. Bactroban ointment apply topically. Return 3 days recheck. (B)(6) 2018: [missing records: records for ¿surgeon postop office visit¿ were not provided.] (B)(6) 2018: (B)(6) medical. (B)(6) md. Office notes. History present illness (hpi): seen 05/07/18 for postop wound infection, bactroban prescribed. Incision did open up. Saw surgeon, recommended betadine cleaning daily for 2 weeks. Infection resolved. (B)(6) 2019: (B)(6) medical. (B)(6), md. Office notes. Hpi: undergoing evaluation for right lower quadrant abdominal pain. Exam: tenderness right lower/middle and periumbilical. Plan: patient declined general surgery referral and physical therapy for chronic abdominal pain. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2015, including operative report/pathology/imaging from possible hernia repair that occurred in (B)(6) and/or (B)(6) , were not provided. On (B)(6) 2015: (B)(6). (B)(6), md. Office notes. Surgical history: cesarean section on (B)(6) , cholecystectomy laparoscopic in (B)(6) . Weight 220 lb, bmi 35.24. On (B)(6) 2016: (B)(6). (B)(6), pa. Office notes. Abdominal pain; had hysterectomy in (B)(6). Complains of 3 weeks of nausea daily and abdominal pain above the belly button. This area gets very firm by the end of the day. Pain ranges 4-6/10. Exam; abdominal: normal appearance and bowel sounds normal. CT abdomen. On (B)(6) 2016: (B)(6). (B)(6), md. Radiology- CT abdomen. Reason for exam: incisional hernia, periumbilical pain. Findings: there is diastases recti with a central rectus tendon hernia and marked diastases in the periumbilical region. The fascial defect is 4.7 cm. Through the fascial defect there is fat protruding into the subcutis and subumbilical region of the abdomen without evidence of bowel involvement. This is a short segment fascial defect. Immediately above and below the defect the central rectus tendon is intact. Gallbladder has been removed. The liver is within normal limits. Focal liver mass is not identified. The spleen is unremarkable. Adrenal glands are normal. Pancreas is negative for mass, cyst or stranding. Kidneys are negative for stone, mass or obstruction. The gallbladder fossa is clear. The retrocrural space is clear. Retroperitoneum, mesentery and omentum are unremarkable. There is no inflammatory bowel disease. The appendix is normal and the lower lung zones are clear. Impression: there is a central rectus tendon hernia, diastasis and protrusion creating a subumbilical hernia which is a short segment hernia vertically and is in the immediate subumbilical region with fat protruding through the fascial defect between the rectus muscles. There is in evidence of bowel involvement. On (B)(6) 2017: baptist health medical group. (B)(6), md. Office notes. Seen on (B)(6) 2017 for cough; diagnosed with acute bronchitis. Got worse over past 3-4 days. On levaquin; day 4 of 7. Persistent cough; onset on (B)(6) 2017, non-productive, harsh and dry, associated fever (intermittent low grade). Weight 227 lb. Acute bronchitis. On (B)(6) 2018: (B)(6). (B)(6), pa-c. Office notes. Acute abdominal pain which radiates to right side of back, nausea, fever, chills. Pain 6/10. Exam; abdominal: tenderness in right lower quadrant, rebound, costovertebral angle tenderness, tenderness at mcburney¿s point. Well healed scar from previous umbilical hernia surgery with no erythema, edema, discharge or bleeding. Reviewed stat CT with patient; new right ovarian cyst 2.3 cm and small fluid collection secondary to umbilical hernia surgery which is non-concerning. Referral to gynecology for further evaluation of cyst. May benefit from right oophorectomy given recurrent nature of cysts. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact previous patient codes (1994 and 3191: appropriate term/code not available for ¿increasing bulge¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2015 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: gastroesophageal reflux disease [gerd] obesity (B)(6) 2015: 220 lbs; bmi 35.24 (B)(6) 2016: 221 lbs; bmi 34.61 (B)(6) 2017: 229 lbs; bmi 35.9 b)(6) 2018: 234 lbs; bmi 36.71 asthma irritable bowel syndrome diastasis recti, incisional hernia prior surgical procedures: 1993, 2000: cesarean section 2009: ventral hernia repair (B)(6) 2011: umbilical hernia repair 2013: cholecystectomy (B)(6) 2016: robotic assisted hysterectomy implant preoperative complaints: (B)(6) 2016: ¿abdominal pain; had hysterectomy in june. Complains of 3 weeks of nausea daily and abdominal pain above the belly button. This area gets very firm by the end of the day. Pain ranges 4-6/10. Exam; abdominal: normal appearance and bowel sounds normal.¿ (B)(6) 2016: CT abdomen: ¿there is diastases recti with a central rectus tendon hernia and marked diastases in the periumbilical region. The fascial defect is 4.7 cm. Through the fascial defect there is fat protruding into the subcutis and subumbilical region of the abdomen without evidence of bowel involvement. This is a short segment fascial defect. Immediately above and below the defect the central rectus tendon is intact.¿ (B)(6) 2016: ¿presents with a hernia. Onset of hernia has been gradual and has been occurring for less than 6 months. Hernia is described as being located in the midline upper abdomen. Has been progressively enlarging. Symptoms are moderate. Patient complains of pain, fullness and bulge noted. Precipitated by prior incision in that area (laparoscopic hysterectomy). Associated conditions include nausea and constipation. There has been no previous treatment. Previous evaluations are CT scan (10/11/2016-hernia noted).¿ ¿abdomen; there is tenderness to deep palpation (directly over the hernia), incisional hernia-reducible and tender.¿ implant procedure: laparoscopic incisional herniorrhaphy with ¿dual gore-tex mesh.¿ implant: gore® dualmesh® biomaterial (unk/unk). Implant date: (B)(6) 2016. Description of hernia being treated: ¿a left subcostal 5 mm optiview was used to enter the abdomen under direct visualization. The abdomen was insufflated. She had omental adhesions to the anterior abdominal wall. A 5 mm trocar in the left lower quadrant through her prior trocar site was placed. I used the harmonic scalpel to take down the omental attachments to the anterior abdominal wall and hernia sac. I placed a second 5 mm trocar on the right side of her abdomen through the prior again laparoscopic scar. We measured our hernia defect to be adequately covered by a 10 x 15 cm dual gore-tex mesh.¿ implant size and fixation: ¿suture at 12-o¿ clock, 3-o¿ clock, 6-o¿ clock and 9-o¿ clock was placed in the mesh. At this point, we upsized the left subcostal trocar site to a 10 mm trocar and placed our mesh through this. Four stab incisions were used for our transfascial sutures. These were tied down. A protack tacker was used to circumferentially tack the mesh into place. The mesh was in good order. There was no evidence of bleeding from the entry sites. Then 0 vicryl was used to close our 10 mm left subcostal incision with the gore suture passer. All trocars were removed under direct visualization. Our left subcostal fascial defect was closed with 0 vicryl. All skin incisions were closed with 4-0 monocryl, mastisol, steri-strips, telfa and tegaderm.¿ post-operative period: [one day] ­ (B)(6) 2016: ¿subjective: good. General appearance: in no acute distress. Abdomen: incision is clean and dry. Assessment/plan: discharge home.¿ relevant medical information: (B)(6) 2016: ¿complains of pain, things slowly improving, tolerating oral with gastrointestinal function, low grade fever at home. Incisions healing, no evidence of generalized peritonitis, minimal bruising over inferior incision. Repair feels intact.¿ (B)(6) 2016: ¿doing much better, no new complaints. Incisions healing well. Impression/plan: to return to work monday. No heavy lifting greater than 15 lbs. For 6 weeks from time of operation.¿ (B)(6) 2017: ¿seen on (B)(6) 2017 for cough; diagnosed with acute bronchitis. Got worse over past 3-4 days. On levaquin; day 4 of 7. Persistent cough; onset 02/19/17, non-productive, harsh and dry, associated fever (intermittent low grade). Weight 227 lb. Acute bronchitis.¿ explant preoperative complaints: (B)(6) 2018: ¿c/o [complains of] periumbilical and lower abdominal pain that began six weeks ago. Abdominal pain does seem to improve in the mornings, husband reports that it progressively worsens throughout the day and is especially worse at night. Had a mesh placed for a hernia repair in october of 2016 with dr. Baehler at st. Joseph and feels that abdominal discomfort may be related to this given that lower abdomen appears to pop out when she stands up. Exam: unremarkable except abdominal: there is tenderness in the periumbilical area and suprapubic area. There are three healed scars, one over the periumbilical region, one over the llq [left lower quadrant], and one over the suprapubic region. It feels like there is a defect just above the umbilicus.¿ (B)(6) 2018: CT abdomen/pelvis: ¿the patient has previously had a central rectus tendon ventral hernia repaired with a mesh graft which has broken down. There is a recurrent 2 cm fascial defect with separation of the right repair graft from the rightward aspect of the rectus muscle through which there is protrusion of the large crenated irregular hernia sac which contains fluid and mild stranding. Bowel is not involved but this creates mass effect in the umbilical and periumbilical regions. Mesentery and omentum are clear and there is no inflammatory bowel disease.¿ (B)(6) 2018: ¿presents with hernia. Onset has been sudden and occurring for less than 6 months. Described as being located in the midline upper abdomen; enlarging and painful; symptoms are moderate. Complains of pain, fullness and bulge noted. Precipitated by prior incision in that area. Associated conditions include nausea. Prior treatments include surgery. Previous evaluations are CT scan. History: s/p laparoscopic incisional hernia repair with mesh 10/2016, obesity. Weight: 234 lb, 6 oz. Height: 67 in. Body mass index: 36.71 kg/m2. Physical exam: general: obese. Abdomen: tenderness to deep palpation (upper midline over the hernia), ventral hernia-reducible and tender, prior open and laparoscopic umbilical hernia repair incisions. Assessment/plan: ventral hernia without obstruction or gangrene. Recurrent times 2. I discussed the risks and benefits of repairing this hernia again. I think the best option is an open repair, removing the dual gore mesh, and doing a pre peritoneal repair with prolene mesh. They understand the risks associated with mesh implantation and wish to proceed.¿ (B)(6) 2018: ¿46-year-old lady presented in office with a recurrent incisional hernia. Complaints of pain and an increasing bulge.¿ explant procedure: open recurrent incisional hernia repair with mesh (reeves-stoppa). Implantation prolene mesh. Removal ¿dual-gore¿ mesh. Explant date: (B)(6) 2018. ¿the operation began with a midline laparotomy incision in the standard fashion. The hernia sac was opened sharply and the contents reduced. This was omentum. I then extended this into the good fascia cephalad and caudad sharply. The prior placed dual gore-tex mesh had pulled free from the right rectus. This was then completely freed along the left rectus, and passed off as specimen. The hernia sac down to the level of the fascia was removed in its entirety. I was able to get the fascia reapproximated in the midline with minimal tension. I felt the reeves-stoppa repair was appropriate. I opened the rectus sheath bilaterally extending this proximally and distally. The posterior fascia was then reapproximated in an interrupted fashion with 0 vicryl. A retrorectus plane was created. I copiously irrigated our space with orthopedic irrigation and obtained meticulous hemostasis. The prolene mesh, 6 x 8¿, was placed in a retrorectus fashion and tacked in to placed [sic] at 12, 3, 6, and 5. I then closed the anterior fascia in an interrupted fashion with 0 vicryl. The subcutaneous element was copiously irrigated and reapproximated with 3-0 vicryl. The skin was reapproximated with staples.¿ relevant medical information: (B)(6) 2018: pathology: ¿received in formalin labeled as ventral hernia mesh is an 11.0 x 8.0 x 0.4 cm portion of tan mesh material with silver coil-like devices along the edge. There is a moderate amount of adherent red/pink fibrofatty scar tissue. No suspicious nodules or obvious defects are noted. Representative sections of the adherent scar tissue are submitted in one cassette. Microscopic description: sections show a fibrovascular connective tissue with focal cystic areas of foreign body-type reaction. There is adjacent chronic inflammation. There is no evidence of abscess or neoplasm.¿ (B)(6) 2018: ¿postop hernia. Doing well. Some incisional pain from staples. Ros [review of symptoms]: positive diarrhea, nausea.¿ (B)(6) 2018: ¿postoperative. Doing well overall. Obese. Abdomen: incision healing well. Staples removed, no evidence of infection nor recurrent hernia.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: (B)(6) surgeons. (B)(6), md. Office notes. Postoperative. Complains of pain, things slowly improving, tolerating oral with gastrointestinal function, low grade fever at home. Incisions healing, no evidence of generalized peritonitis, minimal bruising over inferior incision. Repair feels intact. Pulse 121. Impression/plan: generally, feels poorly. Obtain basic labs and chest x-ray. Follow up 1 week. Addendum: urinalysis, complete blood count, comprehensive metabolic panel essentially normal, no clear etiology for tachycardia. Chest x-ray pending; check electrocardiogram. On (B)(6) 2016: (B)(6) surgeons. (B)(6), md. Office notes. Postoperative. Doing much better, no new complaints. Incisions healing well. Impression/plan: to return to work monday. No heavy lifting greater than 15 lbs. For 6 weeks from time of operation. Reviewed labs, EKG, etc. All within normal postoperative limits. On (B)(6) 2018: (B)(6) surgical specialists. (B)(6), md. Office notes. Postoperative. Doing well overall. Obese. Abdomen: incision healing well. Staples removed, no evidence of infection nor recurrent hernia. Impression/plan: status post incisional hernia repair with mesh. Pathology ¿ mesh, noted. No heavy lifting greater than 10 lbs. For 6 weeks. Left lower lateral leg paresthesia; refer to neurology. Follow up as needed. On (B)(6) 2018: (B)(6) surgical specialists. (B)(6), md. Office notes. Postoperative. Still doing well overall. Incision near umbilicus is separated. Abdomen: no evidence of infection nor recurrent hernia. Skin to right of umbilicus is separated with minimal exudate for 3 mm; painted with betadine. Impression/plan: status post incisional hernia repair with mesh. Needs to paint umbilicus with betadine paint twice daily, keep area clean and dry. No heavy lifting greater than 10 lbs. For 6 weeks. Follow up as needed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added patient weight. Added patient medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2016, including operative report/pathology/imaging from possible hernia repair that occurred in 2009 and/or 2011, were not provided. (B)(6) 2016: history & physical. Hpi: presents with a hernia. Onset of hernia has been gradual and has been occurring for less than 6 months. Hernia is described as being located in the midline upper abdomen. Has been progressively enlarging. Symptoms are moderate. Patient complains of pain, fullness and bulge noted. Precipitated by prior incision in that area (laparoscopic hysterectomy). Associated conditions include nausea and constipation. There has been no previous treatment. Previous evaluations are CT scan (B)(6) 2016-hernia noted). Past surgical: cesarean section- 2, cholecystectomy, hysterectomy, right knee surgery x 2. Weight: 221 lb. Height: 67 in. Body mass index: 34.61 kg/m2. Exam: abdomen; there is tenderness to deep palpation (directly over the hernia), incisional hernia-reducible and tender. Assessment/plan: presents with an incisional hernia. Prior operative intervention for a hysterectomy june of this year. Noticed a bulge afterward and it has been associated with nausea and pain. I reviewed the CT a/p, upper midline incisional hernia containing fat. I discussed hernia in general. She understands and wishes to proceed with surgical intervention. Discussion included but was not limited to: bleeding, infection, injury to adjacent viscera, an open operation in general, and medical issues. Lap possible open incisional hernia repair with mesh. (B)(6) 2016: op note. Pre/postoperative diagnosis: incisional hernia. Procedure: laparoscopic incisional herniorrhaphy with dual gore-tex mesh. Complications: none apparent. Implant: a dual gore-tex mesh 10 x 15 cm. Indications: ¿the patient is a 45-year-old lady who underwent laparoscopic hysterectomy earlier this year and presented with a supraumbilical midline incisional hernia. We had a discussion regarding the risks and benefits of repair including but not limited to bleeding, infection, injury to adjacent viscera, recurrence, need for reintervention, and medical issues from a cardiopulmonary standpoint and a deep venous thrombosis standpoint. She understood these risks and wished to proceed. After informed consent, she was taken to the operating room.¿ description of procedure: ¿a left subcostal 5 mm optiview was used to enter the abdomen under direct visualization. The abdomen was insufflated. She had omental adhesions to the anterior abdominal wall. A 5 mm trocar in the left lower quadrant through her prior trocar site was placed. I used the harmonic scalpel to take down the omental attachments to the anterior abdominal wall and hernia sac. I placed a second 5 mm trocar on the right side of her abdomen through the prior again laparoscopic scar. We measured our hernia defect to be adequately covered by a 10 x 15 cm dual gore-tex mesh. Suture at 12-o¿ clock, 3-o¿ clock, 6-o¿ clock and 9-o¿ clock was placed in the mesh. At this point, we upsized the left subcostal trocar site to a 10 mm trocar and placed our mesh through this. Four stab incisions were used for our transfascial sutures. These were tied down. A protack tacker was used to circumferentially tack the mesh into place. The mesh was in good order. There was no evidence of bleeding from the entry sites. Then 0 vicryl was used to close our 10 mm left subcostal incision with the gore suture passer. All trocars were removed under direct visualization. Our left subcostal fascial defect was closed with 0 vicryl. All skin incisions were closed with 4-0 monocryl, mastisol, steri-strips, telfa and tegaderm. The patient tolerated the procedure well. All lap and needle counts were correct at the end of the procedure. An abdominal binder was placed on the patient and she was transferred to the recovery room in stable condition.¿ product identification records for the alleged ¿dual gore-tex mesh¿ were not provided. (B)(6) 2016: general surgery post op follow up note. Subjective: good. General appearance: in no acute distress. Abdomen: incision is clean and dry. Assessment/plan: dc home. Records between (B)(6) 2016 and (B)(6) 2018 were not provided. (B)(6) 2018: ed provider notes. Subjective: c/o periumbilical and lower abdominal pain that began six weeks ago. Abdominal pain does seem to improve in the mornings, husband reports that it progressively worsens throughout the day and is especially worse at night. Had a mesh placed for a hernia repair in (B)(6) 2016 with (B)(6) and feels that abdominal discomfort may be related to this given that lower abdomen appears to pop out when she stands up. Exam: unremarkable except abdominal: there is tenderness in the periumbilical area and suprapubic area. There are three healed scars, one over the periumbilical region, one over the llq, and one over the suprapubic region. It feels like there is a defect just above the umbilicus. Ed course: (B)(6) general surgeon on-call also reviewed the cat scan agrees that the patient has had a hernia repair breakdown has an umbilical hernia with fat only no bowel extruding. Has some stranding around this. We will give some pain medication [illegible] follow up with (B)(6) [sic] who did surgery in 2016. Final diagnosis: umbilical hernia [illegible] obstruction, without gangrene, periumbilical abdominal pain. Disposition: discharge. Condition: stable. (B)(6) 2018: radiology. CT abdomen and pelvis without contrast. Indication: periumbilical pain. Comparison: (B)(6) 2016. Findings: the patient has previously had a central rectus tendon ventral hernia repaired with a mesh graft which has broken down. There is a recurrent 2 cm fascial defect with separation of the right repair graft from the rightward aspect of the rectus muscle through which there is protrusion of the large crenated irregular hernia sac which contains fluid and mild stranding. Bowel is not involved but this creates mass effect in the umbilical and periumbilical regions. Mesentery and omentum are clear and there is no inflammatory bowel disease. Impression: patient has a recurrent umbilical periumbilical hernia and there has been breakdown of the previous graft with a large defect fascial opening along the rightward aspect of the graft in the rightward border of the rectus abdominis muscle through which there is protrusion of a large hernia sac which is irregular and contains fat with mild stranding. Unfortunately, however, the bowel is not involved. No other acute focal abnormalities are identified. (B)(6) 2018: history & physical. Hpi: presents with hernia. Onset has been sudden and occurring for less than 6 months. Described as being located in the midline upper abdomen; enlarging and painful; symptoms are moderate. Complains of pain, fullness and bulge noted. Precipitated by prior incision in that area. Associated conditions include nausea. Prior treatments include surgery. Previous evaluations are CT scan. History: s/p laparoscopic incisional hernia repair with mesh (B)(6) 2016, obesity. Weight: 234 lb, 6 oz. Height: 67 in. Body mass index: 36.71 kg/m2. Physical exam: general: obese. Abdomen: tenderness to deep palpation (upper midline over the hernia), ventral hernia-reducible and tender, prior open and laparoscopic umbilical hernia repair incisions. Assessment/plan: ventral hernia without obstruction or gangrene. Recurrent times 2. I discussed the risks and benefits of repairing this hernia again. I think the best option is an open repair, removing the dual gore mesh, and doing a pre peritoneal repair with prolene mesh. They understand the risks associated with mesh implantation and wish to proceed. (B)(6) 2018: general surgery operative note. Pre/post-op diagnosis: recurrent incisional hernia. Procedure: open recurrent incisional hernia repair with mesh (reeves-stoppa). Implantation prolene mesh. Removal dual-gore mesh. Specimens: dual gore-tex mesh. Complications: none apparent. History: ¿46-year-old lady presented in office with a recurrent incisional hernia. Complaints of pain and an increasing bulge. The risks and benefits of open recurrent incisional herniorrhaphy with mesh were rehashed. Our discussion included but was not limited to: bleeding, infection, injury to adjacent viscera (colon, small bowel), fistula formation, chronic pain, direct mesh infection, and medical issues from a cardiopulmonary and deep venous thrombosis standpoint. All questions were answered and she understands and wishes to proceed.¿ procedure: ¿the operation began with a midline laparotomy incision in the standard fashion. The hernia sac was opened sharply and the contents reduced. This was omentum. I then extended this into the good fascia cephalad and caudad sharply. The prior placed dual gore-tex mesh had pulled free from the right rectus. This was then completely freed along the left rectus, and passed off as specimen. The hernia sac down to the level of the fascia was removed in its entirety. I was able to get the fascia reapproximated in the midline with minimal tension. I felt the reeves-stoppa repair was appropriate. I opened the rectus sheath bilaterally extending this proximally and distally. The posterior fascia was then reapproximated in an interrupted fashion with 0 vicryl. A retrorectus plane was created. I copiously irrigated our space with orthopedic irrigation and obtained meticulous hemostasis. The prolene mesh, 6 x 8¿, was placed in a retrorectus fashion and tacked in to placed [sic] at 12, 3, 6, and 5. I then closed the anterior fascia in an interrupted fashion with 0 vicryl. The subcutaneous element was copiously irrigated and reapproximated with 3-0 vicryl. The skin was reapproximated with staples. Sterile dressings were placed on the wound. All lap and needle counts were correct at the end of the procedure x 2. The patient was then transferred to the pacu in stable condition.¿ (B)(6) 2018: surgical pathology report. Case: (B)(4). Specimens: abdominal wall, ventral hernia mesh. Clinical information: the working history is ventral hernia. Final diagnosis: soft tissue from abdominal wall: changes of ventral hernia with focal foreign body reaction and gross evidence of intact mesh. Gross description: received in formalin labeled as ventral hernia mesh is an 11.0 x 8.0 x 0.4 cm portion of tan mesh material with silver coil-like devices along the edge. There is a moderate amount of adherent red/pink fibrofatty scar tissue. No suspicious nodules or obvious defects are noted. Representative sections of the adherent scar tissue are submitted in one cassette. Microscopic description: sections show a fibrovascular connective tissue with focal cystic areas of foreign body-type reaction. There is adjacent chronic inflammation. There is no evidence of abscess or neoplasm. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2016, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, mesh removal, increasing bulge, additional surgery. Additional event specific information was not provided.